Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinks along the hypo tube. No issues with the mid shaft, inner or outer polymer extrusion. The undamaged crimped stent of the device was visually and microscopically examined and damage to the first distal stent row was noted. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. No issues with the balloon. Balloon wings were evenly folded and tightly wrapped and do not appear to have been subjected to positive pressure. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4)

Event description:
Reportable based on device analysis completed on 03-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion containing a bend between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.